Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was suspected to exhibit premature battery depletion (pbd). The field representative reported the device to only show 2.5 years remaining longevity after less than one year of implant. Boston scientific technical services (ts) requested device data to perform a disk analysis. Analysis of the data stored to the device indicated increased power consumption without any apparent cause. While ts stated the device would be able to provide adequate therapy beyond the short term, it was the physician discretion as to when to replace the device. A revision procedure was later performed in which the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.